Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was not returned to olympus for inspection; therefore, the customer's reportable malfunction could not be confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be caused by the impact of an excessive force during use of the device, probably due to a blow or a fall of the device. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the telescope had a broken lens. The issue occurred during an unknown diagnostic procedure. There were no reports of patient harm.